Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope was insufficiently reprocessed. During reprocessing, the endoscope reprocessor only dispensed detergent for five seconds, which was lower than normal 30 seconds. There were no reports of patient harm or injury.